Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The reported issue was due to a software logic related fault resulting in a failed communication between the drive train motor and the processor board. There was no physical damaged was observed on the returned autopulse platform during visual inspection. During archive data review, latch error 139 (unable to hold compression position (system error)) was observed. During initial functional testing, upon power up of the platform, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the latch error 139 was able to be cleared. As part of service, brake gap check was performed and the brake gap was out of specification and adjusted the brake gap to specification. This observation is not related to the reported event. The autopulse platform is a reusable device and was manufactured in january 2008. The device has been operating for 11 years and has exceeded its expected serviceable life of 5 years. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number 21576.

Event description:
The autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No additional information was provided. No known impact or patient consequence information was available.